Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the abdomen for an unspecified drainage procedure. The mac-loc's locking cam lever could not be closed properly and allowed air leakage. The physician covered the leakage area with tape to correct the issue due to a lack of replacement devices in stock. The device was able to be used successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: investigation - evaluation. A review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 7.0fr mac-loc catheter was returned in a used condition for evaluation. Biological matter was present on the device, and it was especially heavy on a blue plastic anchor midway down the catheter tubing. It was determined that the lever could be locked and unlocked. Tape was noted to be present around the cap, most likely to prevent leakage. The tape was subsequently removed to observe any potential leakage observed during testing. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure, however, the tubing was able to freely rotate within the cap. This indicates that the flare was not fully compressed, but it is possible that the tubing became dislodged during use. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared slightly lopsided and had a minor lip, but due to the compression of the flare within the hub and the potential for damage upon removal, it cannot be determined if the device was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted that there were three other complaints associated with lot 8789565, but none of these complaints share the device complaint failure mode. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.